Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) plexitron radiation sterilized extension sets had leakage at the female adapter. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.